Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported that while changing the insulin cartridge, she did not first attach the infusion tubing and adapter before insertion into the infusion device. She stated that the insulin spilled into the cartridge compartment of the infusion device. She was advised to dry the cartridge compartment with a cotton swab. She was educated on the proper procedure for inserting and removing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.